Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient and healthcare professional (hcp), regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient has had intermittent issues with their patient therapy manager (ptm) not working. The hcp reported the patient called but during troubleshooting, it had worked so the patient was told to charge in between uses. The hcp reported they were still having issues and it seemed like "is not able to connect only in the evenings". The hcp reported the patient did have some imaging over the weekend which had moved the implant a little. The hcp stated they talked to the managing hcp which confirmed "that can happen". The hcp placed tss on hold to grab the handset and communicator and when they came back, they stated the patient was able to connect successfully the last few times after moving it over the pump that had shifted. The hcp stated they would continue to use it for now, but the patient would call back if issues kept happening. Troubleshooting was not required. The patient called back and stated the issue continued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the pump had slight movement. The port went from the 9 o¿clock position to the 6 o¿clock position. An x-ray and CT were performed as the patient felt it moved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported persistent ¿no pump found message¿. An email was sent to the repair department for a replacement device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.